Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, the lens was damaged, contamination was found around the downstream occlusion sensor seal and the seal was loose. Review of the event history log showed the pump displayed an occurrence of a "high flow admin set required" alarm. Functional testing involved a sensor test and showed the device duplicated the reported issue. The investigation determined that contamination of the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating there was no patient involvement, the issue was found during testing.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited "cassette not attached properly." No adverse effects were reported.